Manufacturer narrative:
This report is submitted on june 28, 2022.

Event description:
Per the clinic, the patient experienced sore and magnet dislodgements during an MRI (1.5 tesla). Surgery to reposition the magnet under general anesthesia was completed on (B)(6) 2022. The implanted device remains.